Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported via regulatory agency right side "fluid around breasts". Patient additionally reported events not device related of "got deathly ill, pneumothorax, couldn't breathe constant cough, health is on a decline, severe muscle pains, memory loss, nerve pain, joints, recurrent sinus infection, bad odor through my nose; heart palpitations, vertigo, ear ringing; these events are not device related. The device remains implanted.